Event description:
It was reported that the communicator was getting hot, and it smelled like burning. The patient unplugged the communicator. The health care professional (hcp) was advised to keep the communicator unplugged, and the patient needs to have a new communicator. The health care professional (hcp) will verify the patient address and will order a new communicator. The communicator is no longer in service. No adverse patient effects were reported.